Event description:
This is filed to report the tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A ntw clip was prepared per instructions for use (IFU) and advanced to the mitral valve. Multiple grasping attempts of the leaflets were attempted with no success. On two of the attempts, during independent grasping, the anterior leaflet came out of the clip after the anterior gripper was dropped. The loss of leaflet capture occurred while the physicians were attempting to then grab the posterior leaflet. After the unsuccessful grasping attempts there was a noticeable small change on the tip of both the anterior and posterior leaflets where it was suspected small tears occurred. Due to this, it was decided the patient¿s anatomy was too fragile for the mitraclip procedure and the procedure was aborted with the mr grade unchanged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unspecified tissue injury associated with the leaflet tears were due to procedural circumstances (clip interacting with patient morphology/pathology). The reported positioning failure associated with the inability to capture leaflets was due to challenging patient anatomy (thin leaflets and a restricted posterior). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.